Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's radio transceiver board. Communications was reestablished. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affected telemetry monitoring. No patient injury was reported.